Manufacturer narrative:
The sensor was successfully removed during second removal attempt made on (B)(6) 2026. B4.date of this report 09 march 2026. G3.date received by the manufacturer? 04 march 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025.the sensor's site is the right arm. It was confirmed that an incision was made to attempt to remove the sensor.the sensor was palpable before the incision.ultrasound and magnet wasn't used to localize the sensor.next tentative date of removal will be when the current 365 sensor expires((B)(6) 2026).